Event description:
On or about (B)(6), 2008 the pt had an ams monarc sling implanted. It was reported that the pt began to "experience severe pelvic pain, chronic infections, and other debilitating side effects. It was indicated that the pt "suffered, and continues to suffer, pain and discomfort." It was also indicated that the pt has undergone add'l surgery and suffered physical and mental pain. Disfigurement and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.